Event description:
It was reported that during a lap cholecystectomy, the device would not rotate smoothly and the hand piece was difficult to engage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Device fired through lockout. Eval summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". Event described could not be confirmed as the rotating feature of the device works without any difficulties and as intended. A batch record review was performed and no anomalies were found during the mfg process.